Event description:
A caller reported a cartridge alarm 20 issue with their insulin pump, and it was confirmed that there was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, as the customer had previously reported similar alarms. The customer was advised on several actions, including calling their healthcare provider for backup therapy and programming their replacement pump with the necessary settings. Technical support also confirmed that the replacement pump was shipped with correct instructions for storage mode, and the customer acknowledged these instructions. The customer was instructed to return the problematic pump to avoid extra charges.